Event description:
The customer states that they are noticing reproducibility issues with for all hematology parameters when processing patient samples collected in specimen tubes filled with 1 ml vs tubes filled to normal volume and tested using a cell-dyn sapphire analyzer. There were no error messages generated by the analyzer. The minimum volume for filling the tube was stated as 0.5 ml. The customer noticed that the results for hgb, rbc, wbc and plt were lower in the 1 ml filled tubes compared to the normal volume filled tubes. The customer provided an example for hemoglobin results: first tube: hgb=4 g/dl and second tube: 9 g/dl. No adverse outcomes were reported for this issue.

Manufacturer narrative:
(B)(4). Investigation summary: the customer technical advocate (cta) requested to the customer the patient data. The data showed that the first run was done in closed mode, the second run was done in open mode between both runs; hgb, rbc, wbc, and plt increased. According to the cell-dyn sapphire operator's manual, the minimum volume for filling the tube is 0.5 ml; the customer used 1.0 ml, which was acceptable. The cta instructed the customer to run a reproducibility test four (4) times in open mode and four (4) times in closed mode with a normally filled tube, and the same thing with the same tube filled up to 1ml. Reproducibility received with normal volume in the tube was good, while with a 1ml volume it was not, insufficient volume. The reproducibility issue with the 1ml tube was not good due to insufficient volume; however, the instrument generated the "short sample" error message. The two (2) tubes filled to 1ml (reported issue), the results where aberrant and there was no "short sample" error message. A field service visit was recommended for issue resolution. On (B)(6) 2009, during the field service representative (fsr) visit, the aspiration needle sensor showed "inactivity", so the needle did not go to the bottom of the tube. There was still more of the sample if the blood level was below 18 mm from the bottom of a 0.5 ml tube. The fsr replaced the sensor, and reproducibility was fine. The fsr tested with slightly filled tubes and it was fine. No further investigation was needed. The instrument was performing within specifications. The issue is addressed in product labeling in the cell-dyn sapphire system operator's manual, indicating that if the sensor system or related electronics have malfunctioned, to contact customer service and support. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to reported event. This is the final report.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.